Event description:
It was reported that shortly after the intra-aortic balloon was inserted, the pump began alarming "helium loss" and "high baseline". The pt was transferred to another pump without any complications. The pt later expired of problems unrelated to this pump incident.